Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(6), it was found that the image of the subject device was not displayed and only color lines appeared on the monitor due to the failure of the main circuit board, and also found that there were no burn marks and component damage on the main circuit board. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi such as the pictures, there was the possibility that this phenomenon was attributed to the accidental failure of the electrical component on the main circuit board for outputting video signals, because more than five and a half years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.